Event description:
Event description boston scientific received information that this defibrillation lead and this coronary sinus lead exhibited an increase in pacing impedances. The right ventricular (rv) lead exhibited an increase in pacing thresholds, and the left ventricular (lv) lead exhibited a loss of capture. There were no patient symptoms reported with this clinical observation.